Manufacturer narrative:
(B)(6). (B)(6). Phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the device could not be powered down properly. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. On june 8, 2026, philips received a message from the (B)(6) stating that the device could not be powered down properly when the department was preparing to use it on april 15, 2026. The manufacturer's engineer was contacted for an inspection. Final investigation and disposition are pending.